Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a pool of clear fluid leak coming from the back of the hydro. No injury was reported.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 115 mg/dl (aviva) and 215 mg/dl (advantage) customer's husband administered insulin based upon the reading of 115 mg/dl on the aviva meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4).